Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7011051.

Event description:
It was reported that during a procedure the patient's lead was stuck and was unable to be explanted. The physician cut and aborted the lead placement. Effective therapy was restored with the remaining leads. Surgical intervention may take place at a future date for the remaining lead. Investigation was unable to determine which of the leads attributed to the event.